Event description:
It was reported that the implantable cardiac monitor exhibited false asystole episodes. There were r wave size changes but no change in size on the electrocardiogram. There was no improvement with changing sensing, decay delay, or blanking. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that the implantable cardiac monitor exhibited false asystole episodes. There were r wave size changes but no change in size on the electrocardiogram. There was no improvement with changing sensing, decay delay, or blanking. It was further reported that the implantable cardiac monitor was explanted and replaced by an implantable cardioverter defibrillator system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.